Event description:
It was reported that the patient presented for in clinic follow-up. Device interrogation revealed premature battery depletion on the pacemaker (pm) and low out-of-range pacing impedance on the right ventricular (rv) lead. Additionally, no capture was noted on the rv lead. On (B)(6) 2026, the physician explanted and replaced the pm. The rv lead was capped and replaced that same day. The patient condition was stable.

Manufacturer narrative:
Correction: section b5 - the rv lead was capped on (B)(6) 2026 and was not explanted as previously stated. Correction: section d6b - this section should have been blank as the rv lead remains in the body and was not explanted as previously stated.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for in clinic follow-up. Device interrogation revealed premature battery depletion on the pacemaker (pm) and low out-of-range pacing impedance on the right ventricular (rv) lead. Additionally, no capture was noted on the rv lead. The physician explanted and replaced the pm and rv lead. The patient condition was stable.